Event description:
Inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 321 mg/dl vs. 144 lab. Tests were done within 10 minutes with a difference of 123%. Patient did not experience any adverse events. No further information has been reported.